Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error several times. The customer's blood glucose reading was unknown. There was only one motor error alarm in the history. There was a weak battery and low reservoir alarm in the history. The insulin pump was not returned for analysis.